Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile changes w/moisture) issue. The reporter alleged that the audio bolus button was under-responsive and that there was evidence of moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/03/2014 with the following findings: the pump could not power on and a review of the pump¿s black box data could not be conducted due to moisture damage. During testing, there was no damage found to the audio bolus button cover. The cover was removed and no defects were found. There was visible evidence of moisture behind the display screen. The pump was opened and moisture and corrosion was observed on all internal surfaces of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.